Event description:
It was reported that the system is tripping the power circuit breaker.

Manufacturer narrative:
A ge representative evaluated the system, and replaced a faulty isolation transformer. The system is operating as intended.